Manufacturer narrative:
(B)(4). Batch # r93g6n. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device and there were no alert screens displayed at any time during testing. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. Also, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. The batch history record was reviewed and there were no defects, protocols, or ncr's found during the manufacturing process related to this complaint.

Event description:
It was reported that during a high peg (percutaneous endoscopic gastrostomy) procedure, they received the repeated error message of "replace instrument." There was no harm to patient.